Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl, current blood glucose was 470 mg/dl and blood sugar dropped to 59 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms hard time breath, nausea. Event caused to hospitalization was blood glucose high. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The drive support cap was appears normal (slightly indented). The insulin pump will not be returned for analysis.